Manufacturer narrative:
(B)(4). Date sent 4/30/2025. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Were the staples malformed upon re-operation? Was the staple line incomplete upon re-operation? What is the current status of the patient? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colon resection the dr. Operated on his patient, everything went well, the colorettes were complete. The patient was fine for the first few days. But by day 6, the patient was complaining of pain. He was operated on again yesterday because he had a fistula. The surgeon noticed that a few staples had failed on the anastomosis. So he did an ileostomy. The patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing. The patient require revision surgery or hardware removal. Date of revision surgery. (B)(6) 2025. Reason for revision surgery. Pain, fistula.

Manufacturer narrative:
(B)(4) date sent: 5/14/2025. Additional information was requested, and the following was obtained: what were the indications for surgery? Diverticulis. What surgical procedure was performed? Diverticulis. Did the patient receive any preoperative chemotherapy or radiation? No were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? He used always jnjcircular stapler. Since several years he used the cdh29p but due to a back order he used this times the manual cdh29b. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes was the device difficult to close? No was the device difficult to fire? No how may counter-clockwise revolutions of the adjusting knob were used to open the device? 2 did the healthcare professional receive audible & tactile feedback when firing the device? Yes were the donuts inspected? If so, please describe. Yes the donuts were perfect and complete. Was a complete transection of the white breakaway washer visually confirmed? Yes were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No were the staples malformed upon re-operation? Yes some staples were open and the surgeon used a suture. Was the staple line incomplete upon re-operation? Some staples were open and the surgeon used a suture. What is the current status of the patient? The patient is good now. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? For the surgeon the issue is the device related.